Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular (rv) oversensing. Analyst commented, no anomalies identified. T-wave oversensing noted on many electrograms (egm). Therapy withheld by noise algorithm and wavelet.

Event description:
It was reported that the ICD encountered oversensing and therapy was rejected due to wavelet episode. Diagnostic testing/troubleshooting was performed. No action was taken and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).